Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 128 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. It was advised that the insulin pump would be replaced and the customer agreed to return the product for analysis. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted during testing. The pump was unable to prime during the prime test due to moisture damage on the force sensor. No motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.